Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reporting left side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, delamination on diaphragm valve assessed as cracked valve seat diaphragm valve, ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reporting left side rupture and capsular contracture baker grade IV. Device has been explanted and replaced. It was a valvular leakage. Open capsulotomy also performed.